Event description:
It was reported that the customer received a button error on the insulin pump. Customer stated the insulin pump is close to her body, and could have been moisture that caused the alarm. The blood glucose reading was 108mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.